Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿only humalog and novolog have been tested by (B)(4), and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer used apidra insulin and declined troubleshooting with tandem's technical support. Blood glucose was 311 mg/dl. Reportedly, the customer reverted to manual injections and contacted a healthcare provider regarding changing insulin types.